Event description:
"Between [redacted] and [redacted] -approximately 20 days- there have been 147 known pump failures with the following issues (some events have caused harm with pressors running): air in line alert4, black screen2, broken case5, broken cassette lever2, broken IV clip3, broken IV hook2, broken latch4, broken slide clip1, cassette loading error8, cracked case6, cracked screen27, depleted battery wile plugged in 1, downstream occlusion1, fail safe 2 error1, frozen screen9, functional check alert3, IV clip missing 2, lever won't close1, lever won't open1, loading guide broken1, loose lever arm boot1, med not infusing4, minor problem detected1, missing bag hook1, missing cord strap2, missing screws1, needs new main board and front housing1, needs service error2, not back priming1, power cord pulling out of bracket1, pump failure15, pump problem alert4, sensor hardware failure (ambient sensor)1, service needed alarm13, stuck cassette1, tubing load error12, upstream occlusion2". Manufacturer response for pump, infusion, ivenix infusion system (per site reporter). Have been on-site.